Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified red particles on the surface shell and rupture. The patch information is not visible in the photo. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered during revision. The device has been explanted.